Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had an error appear stating: screen control initialize. A network cable was unplugged, so it was plugged back in and system was rebooted. Then the unit started boot looping. Nihon kohden technical support (tech support) walked them through several troubleshooting steps, but were not able to resolve the boot looping issue on the cns. The cns is constantly restarting and not reaching the network. Tech support advised them to find a new network cable, and the boot loop issue was resolved by a brand-new network cable. They powered on the cns, and it booted right into the cns application. Then on 08/23, the boot looping issue happened again, and this issue will be reported in another MDR report. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had an error appear stating: screen control initialize. A network cable was unplugged, so it was plugged back in and system was rebooted. Then the unit started boot looping. Nihon kohden technical support (tech support) walked them through several troubleshooting steps, but were not able to resolve the boot looping issue on the cns. The cns is constantly restarting and not reaching the network. Tech support advised them to find a new network cable, and the boot loop issue was resolved by a brand-new network cable. They powered on the cns, and it booted right into the cns application. Then on 08/23, the boot looping issue happened again, and this issue will be reported in another MDR report. No patient harm was reported.